Event description:
Procedure type: colectomy. According to the reporter: the handle with magazine functioned properly. Then the colon was fetched in front of the abdominal wall with a save cut to begin preparation at the distal ileum. Here the same handle with another (B)(4) was used. After a proper firing of the magazine, the dlu could not be opened. The surgeon noticed that the anvil had not been pulled back. This had occurred multiple times. A new handle and a further magazine was used and placed next to the defective magazine at the tissue and fired properly.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.